Event description:
A resolution clip device was returned to boston scientific corporation along with the product reported in manufacturer report #3005099803-2010-03303. There is no indication that these two devices were used in the same procedure. The clip was found with the clip arms bent therefore this complaint was created. Upon examination, the clip arms were found to be bent backwards. No further information was available. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The clip assembly was the only component returned for evaluation. A visual examination of the clip assembly found that the clip arms were bent backwards. The root cause could not be determined.

Event description:
Follow up information received from the complainant on (B)(6), 2010 indicated that the event described in manufacturer report #3005099803-2010-03303 is related to this event. Furthermore, it was initially reported that the clip arms were bent. Evaluation of the device, however, revealed that the clip would not open/close but the clip arms were not bent. Based on this information, the event is no longer considered and MDR-reportable scenario.

Manufacturer narrative:
The patient's exact age is unknown however, it has been reported that the patient is (B)(6). This is no longer a reportable event. A visual examination of the returned device found that the over sheath was missing. Functionally, the clip arms could not be actuated however; the clip assembly could be deployed. In addition, it was confirmed that the clip arms were not bent. A definitive root cause of the damage could not be determined, though it is likely to have been incurred during operation of the device.